Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed one loss of prime warning related to a ¿pump not primed¿ warning after a pump reboot. During testing, the pump was exercised for 24 hours with no loss of prime warnings occurring. The force sensor calibration was found to be out of required specifications. The force sensor resistance was within required specifications. The pump case was removed and there was no contamination or damage to the force sensor circuit observed. The loss of prime issue not duplicated during investigation.